Event description:
It was reported that during a routine generator change procedure on (B)(6) 2022, the physician visually noticed that there was an insulation breach on the patient's existing right ventricular lead body. The lead was capped and replaced with a functional unit. The patient was stable post-procedure.